Manufacturer narrative:
An event regarding disassociation and altr involving a metal head mated with an accolade stem was reported. The event was not confirmed. Product evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs provided are of the recently explanted stem and head. There is tissue/blood around the body of the stem. The trunnion of the stem is worn. From the photographs there appears to be a black mark/substance on the rim of the head. There also appears to be blackening inside the head. Medical records received and evaluation: no medical records were received for review with a clinical consultant . Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the event could not be confirmed as insufficient information was provided. Additional information, including operative reports, histopathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. However, it is noted that the subject device has been identified to be within scope of an nc and a CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of the nc and the CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. Investigation conclusion pending.

Event description:
It was reported that patient's right hip was revised due to pain, swelling and disassociation of the head from the stem. Intraoperatively, black tissue was noted in the wound, and the trunnion was observed to be worn. Ion levels were not reported to the rep. A 36 +10 lfit v40 head, accolade tmzf stem, and a trident 0° 36mm liner were revised (rep confirmed there were no allegations or observations regarding the liner) to a competitor stem and head with a stryker liner. The psl shell was not revised. Rep reported that x-rays, medical records, and further information are not available.